Event description:
It was reported that the patient received inappropriate therapy for supra ventricular tachycardia (svt). It was also noted that all therapies were exhausted during a ventricular tachycardia (vt) episode. The implantable cardioverter defibrillator (ICD) is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.